Manufacturer narrative:
Additional device info: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The details about the physician who implanted the device is unknown. However, the physician who partially removed the tape is (B)(6). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a mesh was used during a transvaginal tape procedure performed in 2005. According to the complainant, the patient had tape erosion and it was removed afterwards. In 2008, the patient had incontinence again and was operated with transobturator tape. She is now experiencing dyspareunia and hisparenuria. Erosion is visible and palpable. The patient is scheduled for re-operation with partial removal of the sling.